Manufacturer narrative:
Result: headboard.

Event description:
It was reported by service report that the headboard was broken. There was no patient involvement or adverse consequences related to this issue.